Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after uploading scans to the system and attempting to shutdown to use later in the day, the system's monitor displayed 'no video detected.' Troubleshooting was performed. Technical services (ts) had the site hard reboot the system, unplug from the wall power for a minute, and reseat the ethernet cable from the system to the wall to communicate to the picture archiving and communication systems (pacs). Then, ts had the site plug in the system to the wall power again and attempt to boot. The site reported the system booted, scans were still uploaded and shutdown as normal. The issue was resolved, and the system was functioning as intended. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735823, lot number: unknown; h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0902: display or visual feedback problem and code a1102: application program problem are applicable to the system's monitor displayed 'no video detected.' Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.